Manufacturer narrative:
The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the event description "thrombectomy for right m1 distal was performed on (B)(6) 2020. 1 pass was performed with trevo and an aspiration catheter and subsequently pta was performed. Final tici was 3. Vessel perforation occurred during procedure. There were no hemorrhage observed in follow-up CT after the procedure". It is most likely that anatomical factors encountered during the procedure contributed to the reported event. The reported patient vessel perforation is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to these reported defects.

Event description:
It was reported that during a thrombectomy procedure in the right distal m1, patient's vessel was perforated by the subject stent retriever. There was no hemorrhage seen in follow up imaging. The procedure was completed successfully. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a thrombectomy procedure in the right distal m1, patient's vessel was perforated by the subject stent retriever. There was no hemorrhage seen in follow up imaging. The procedure was completed successfully. No further information is available.